Event description:
It was reported that the user experienced a low blood glucose event without symptoms while using the ilet system and self-treated with oral glucose in the form of candy; troubleshooting and education were completed. Symptoms included an asymptomatic hypoglycemic event. Outcomes included transient interruption of routine activities due to the event. Investigation included review of the reported event and user guidance. Investigation of this case revealed no device malfunction identified and user education was provided. It was concluded that the cause of hypoglycemia was unclear with no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.